Event description:
I had lasik surgery four years ago. I have for the last year had a lot of problems with my vision. My left eye now has a thick layer of cells that are bumpy on the back of the cornea. I cannot drive at night, as the halo effect and brightness of the lights causes severe pain. The eye doctor says there is no health problem that he can find. I also have one pupil now larger than the other and the pupil goes to the outer edge of the lasik scar, so I see the blur line from it. If I had known any of this was possible I would have never had it done. I think people should be warned. Just a six month check up